Event description:
Customer reported he had high blood glucose yesterday and was treated while at his doctor's office. She stated she went to the doctor's office for a regular visit after eating lunch and the doctor noticed she was high. Her blood glucose was 536 mg/dl. The doctor gave her manual injections. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The bolus history was incorrect. Customer said the carbohydrates are incorrect. The device failed the high pressure test twice. The cannula was bent. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage noted.